Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer began using tandem-provided charging supplies and continued to use the pump with no further issues.

Manufacturer narrative:
Use error. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.